Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and stated she live in constant pain/pelvic pain. Approximately one year after insertion, plaintiff underwent a hysterectomy, bilateral salpingectomy, cystoscopy, and lysis of adhesions. Pelvic pain is anticipated whereas cystoscopy is unanticipated in the reference safety information for essure. Cystoscopy is an endoscopic procedure to evaluate lower urinary tract. The indication for procedure was not reported however, considering the local action of essure at the fallopian tubes, a causal relationship between cystoscopy and essure is assessed as unrelated. In this case, the possible urinary tract disease and pelvic adhesions could alternatively explain the occurrence of pelvic pain, however as pelvic pain can occur during essure therapy, causality between them cannot be excluded. This case was regarded as incident, as a surgical procedure was required. In addition, non serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("live in constant pain / pelvic pain") and cystoscopy ("cystoscopy") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), cystoscopy (seriousness criterion medically significant), migraine ("migraine"), feeling abnormal ("brain fog"), menorrhagia ("excessive bleeding during menstruation") and pelvic adhesions ("lysis of adhesions"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain, cystoscopy, migraine, feeling abnormal, menorrhagia and pelvic adhesions outcome was unknown. The reporter considered pelvic pain, cystoscopy, migraine, feeling abnormal, menorrhagia and pelvic adhesions to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on 12-jun-2015: hysterosalpingogram result was not provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: legal claim received (new events were added). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and stated she live in constant pain/pelvic pain. Approximately one year after insertion, plaintiff underwent a hysterectomy, bilateral salpingectomy, cystoscopy, and lysis of adhesions. Pelvic pain is anticipated whereas cystoscopy is unanticipated in the reference safety information for essure. Cystoscopy is an endocopic procedure to evaluate lower urinary tract. The indication for procedure was not reported however, considering the local action of essure at the fallopian tubes, a causal relationship between cystoscopy and essure is assessed as unrelated. In this case, the possible urinary tract disease and pelvic adhesions could alternatively explain the occurrence of pelvic pain, however as pelvic pain can occur during essure therapy, causality between them cannot be excluded. This case was regarded as incident, as a surgical procedure was required. In addition, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('live in constant pain / pelvic pain') and cystoscopy ('cystoscopy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation with essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), feeling abnormal ("brain fog"), menorrhagia ("excessive bleeding during menstruation/bleed 17 days on 7 off"), fibromyalgia ("fibromyalgia"), endometriosis ("endometriosis"), irritable bowel syndrome ("ibs"), scar ("scar tissue"), wheezing ("wheezing"), dizziness ("dizzy") and anxiety ("heart seems weak/ anxiety"), was found to have cystoscopy (seriousness criterion medically significant) and underwent adhesiolysis ("lysis of adhesions"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, cystoscopy, migraine, feeling abnormal, menorrhagia, adhesiolysis, fibromyalgia, endometriosis, irritable bowel syndrome, scar, wheezing, dizziness and anxiety outcome was unknown. The reporter considered adhesiolysis, anxiety, cystoscopy, dizziness, endometriosis, feeling abnormal, fibromyalgia, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, scar and wheezing to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of product technical problem. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('live in constant pain / pelvic pain') and cystoscopy ('cystoscopy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation with essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), feeling abnormal ("brain fog"), menorrhagia ("excessive bleeding during menstruation/bleed 17 days on 7 off"), fibromyalgia ("fibromyalgia"), endometriosis ("endometriosis"), irritable bowel syndrome ("ibs"), scar ("scar tissue"), wheezing ("wheezing"), dizziness ("dizzy") and anxiety ("heart seems weak/ anxiety"), was found to have cystoscopy (seriousness criterion medically significant) and underwent adhesiolysis ("lysis of adhesions"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, cystoscopy, migraine, feeling abnormal, menorrhagia, adhesiolysis, fibromyalgia, endometriosis, irritable bowel syndrome, scar, wheezing, dizziness and anxiety outcome was unknown. The reporter considered adhesiolysis, anxiety, cystoscopy, dizziness, endometriosis, feeling abnormal, fibromyalgia, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, scar and wheezing to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: results: not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: reporter added. Event added: wheezing, dizzy, anxiety/ hear seems weak. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('live in constant pain / pelvic pain') and cystoscopy ('cystoscopy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), feeling abnormal ("brain fog"), menorrhagia ("excessive bleeding during menstruation"), fibromyalgia ("fibromyalgia"), endometriosis ("endometriosis") and irritable bowel syndrome ("ibs"), was found to have cystoscopy (seriousness criterion medically significant) and underwent adhesiolysis ("lysis of adhesions"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, cystoscopy, migraine, feeling abnormal, menorrhagia, adhesiolysis, fibromyalgia, endometriosis and irritable bowel syndrome outcome was unknown. The reporter considered adhesiolysis, cystoscopy, endometriosis, feeling abnormal, fibromyalgia, irritable bowel syndrome, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: fibromyalgia, endometriosis and ibs. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('live in constant pain / pelvic pain') and cystoscopy ('cystoscopy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation with essure". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), feeling abnormal ("brain fog"), menorrhagia ("excessive bleeding during menstruation/bleed 17 days on 7 off"), fibromyalgia ("fibromyalgia"), endometriosis ("endometriosis"), irritable bowel syndrome ("ibs") and scar ("scar tissue"), was found to have cystoscopy (seriousness criterion medically significant) and underwent adhesiolysis ("lysis of adhesions"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cystoscopy, migraine, feeling abnormal, menorrhagia, adhesiolysis, fibromyalgia, endometriosis, irritable bowel syndrome and scar outcome was unknown. The reporter considered adhesiolysis, cystoscopy, endometriosis, feeling abnormal, fibromyalgia, irritable bowel syndrome, menorrhagia, migraine, pelvic pain and scar to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New event added: scar tissue, ablation with essure, hysterectomy added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.